Event description:
The customer reported that this unit was getting an error code after discharge.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.